Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During reverse shoulder replacement delta xtend 2.5mm glenoid drill bit (230790005) snapped in patient glenoid. Surgeons suspects drill bit was blunt as it frequently contacts metal retractors at the rear of the glenoid. Resulted in surgeon putting in a shorter screw, as the tip of the drill bit was left in patient. A secondary drill bit was available on the tray - surgeon would like to use drill bits as single use moving forward.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned, however, review of the provided photos confirmed the reported event. The investigation could not identify a root cause for the damage contributing to the reported event with the information provided, without the device returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.